Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: based on the provided information it was not possible to determine why the device did not advance. The evaluation of the used returned product did not show damaged of the dilator tip or the sheath. The hydrophilic coating may have been activated during device preparation why most of it is gone from the sheath. The most likely cause may be related to the tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient with tortuous anatomy underwent taa repair using bolton medical's relay. The patient's aaa had been treated by replacing with artificial vessel and taaa had been treated by placing gore's cuff. Type ib endoleak was confirmed after placing two stent grafs (relay) on the proximal side of the gore's cuff, so the physician attempted to place esbe-32-80-t-pf to bridge the distal relay and the cuff. However the delivery system would not advance to the target site since its tip got lodged in the cuff in tortuous anatomy. Another relay product was placed instead and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.